Manufacturer narrative:
On 04-apr-2016 product investigation results: reporter returned one oral-b dual action toothbrush head on 04-mar-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Brushhead itself that actually broke in half [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she was brushing her teeth on (B)(6)-2016 with her oral-b vitality series toothbrush and felt something in her mouth; she pulled it out and it was the oral-b crossaction brushhead that had actually broken in half. She noted that she had a fixed bridge and thought to herself at first that it had fallen out. She explained that she had purchased the toothbrush in (B)(6)-2015, and had used these brushheads in the past. No symptoms developed. On 04-mar-2016 reporter returned one toothbrush head that was identified as an oral-b dualaction or dual clean brushhead. Investigation is underway. On 25-may-2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead itself that actually broke in half [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she was brushing her teeth on (B)(6) 2016 with her oral-b vitality series toothbrush and felt something in her mouth; she pulled it out and it was the oral-b crossaction brushhead that had actually broken in half. She noted that she had a fixed bridge and thought to herself at first that it had fallen out. She explained that she had purchased the toothbrush in (B)(6) 2015, and had used these brushheads in the past. No symptoms developed.